Event description:
It was reported that the patient thought she currently had a bacterial infection. No further information was reported. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3093-28, lot# v188958, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer. (B)(4).

Event description:
It was noted that with the bacterial infection the patient's stomach cramped a lot.

Manufacturer narrative:
(B)(4)